Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were short of breath and feeling quite ill. They went to the emergency room and were referred for a device check. When the implantable pulse generator (ipg) was checked it was found that the rate response feature was turned off and only vvi 60 was programmed. An echocardiogram showed complete heart block. The patient had exerted themselves quite a bit and was concerned that pacing at 60 beats per minute could affect the heart. The patient also believed it may have impacted their liver and thyroid as they were showing extreme measurements. Rate response was turned on and the patient was feeling response to exertion but was not quite back to their prior self. The device is still in use. No further patient complications have been reported as a result of this event.